Event description:
It was reported to boston scientific corporation on december 3, 2008, that a wallstent transhepatic biliary endoprosthesis was used during a procedure performed in 2008. According to the complainant, when the inner sheath of the device was retracted to reposition the stent, the outer sheath covered the "distal tip of the inner sheath". The stent was successfully deployed in the lesion and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction is not been determined.